Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump was also received with a missing end cap sticker. There was no moisture damage on the electronics.

Event description:
The customer reported via phone call that he got a button error alarm on the insulin pump when he was going to give a bolus. Customer stated that he also took the battery out. Customer's blood glucose was 217 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.